Event description:
Touch screen out of calibration. Repairs made by bio-med department. Checked connectors and recalibrated touch screen. Also recalibrated blood leak detector which failed during self test.